Manufacturer narrative:
The returned implantable neurostimulator (ins) passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. Analysis identified that the conductor(s) was/were cut at the proximal end; consistent with explant damage. Due to the condition of the returned extension, only a careful microscopic examination was performed. During visual analysis of the extension, it was noted the distal end was not returned. During visual analysis of the extension, it was noted part(s) of the distal end were not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shock. The ins and extension were removed. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.